Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported a patient had uneventful lasik procedure done. Diffuse lamellar keratitis (dlk) was noted at one day post-operative appointment. A day later, the patient had flap lifted. Approximately one week later, dlk was reported to no longer be present. The patient continues to be monitored. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the event date. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile showed that the user performed one energy check at system startup and then performed multiple other treatments without further energy checks that day. According to the user manual, the user has to perform an energy check manually at least after 120 minutes. The related treatment could not be identified. The review of the complete day showed no abnormalities or deviations which could contribute to the reported issue. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-15737